Event description:
Patient representative reported "overly firm and painful breasts, both breasts had contracture, pain, they were hard as rocks," "overfilled filled with 525 cc's of saline on the left,¿ "heavy feeling," "made breathing difficult," "swelling at breast, swelling in left side," and "too heavy/large." Affected side is left. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the device noted brown particle material in the fill channel of the diaphragm valve. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange.